Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol). It was reported that approximately (B)(6) month(s) ago, the device had reached elective replacement indicator (eri) due to an extended charge time exceeding the extended charge time limit. It was noted that the patient was not paced and has not received any tachycardia therapy. Boston scientific technical services (ts) discussed therapy availability at eol. A device replacement is planned for a date in the future. No adverse patient effects were reported.

Event description:
Additional information was received that this patient underwent a replacement procedure and this product was explanted and replaced.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.